Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump keypad was unresponsive to user inputs. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 90 mg/dl at time of reporting. Nothing further reported.